Manufacturer narrative:
Product is not expected to be returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to heart wall perforation confirmed by computed tomography (CT) scan. Right ventricular (rv) port was plugged. No additional adverse patient effects.